Event description:
It was reported that the lead was capped in 2009, due to noise, inappropriate shocks, and subclavian crush. The lead was found to be bent and fractured at the ring electrode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.